Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did took the charge and booted up. The receiver log was download, reviewed and no errors related to the complaint were observed. The receiver functional test was performed and it passed all the relevant testing. An interior visual inspection of the receiver was performed and it passed. The reported event that the receiver ceased to function could not be confirmed with the returned receiver. The root cause could not be determined.